Event description:
It was reported that this lead was revised due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, the leads were dislodged which led to a revision performed.

Event description:
It was reported that this lead was revised due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was revised due to unknown reasons. The lead remains in service. No additional adverse patient effects were reported.